Event description:
The manufacturer was made aware of a product complaint on 11/05/2025. It was reported that during a posterior lumbar interbody fusion procedure performed on (B)(6) 2025, an inserter would not disengage from an implant, resulting in a piece fracturing off the implant. The implant was unable to be retrieved and remains in the patient. There were no patient complications or delay in surgery associated with this complaint.

Manufacturer narrative:
Visual and functional assessments were unable to be performed due to the implant remaining in the patient. X-ray images were provided which confirms the placement of the implant. No additional details were provided by the complainant regarding the implant. A DHR review was performed for lot#: 462013 and no manufacturing anomalies were identified. The implant lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 04/26/2024. The root cause of this complaint could not be determined; however, it may be due to the inserter not disengaging if there was not enough space due to patient anatomy. There have not been complaints of a similar nature in the past twelve months. The manufacturer will continue to monitor for reports of fractured implants and perform complaint investigations as appropriate.